Event description:
During 2 successive follow-ups, a high ventricular impedance was observed. Preliminary analysis lead to recommend a re-intervention to check proper system behavior. An update is expected from the physician.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply models approved under [(B) (4)]. Analysis is pending.